Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation; 4 events were duplicated during testing. Three devices were found to be affected by corrosion. One device was found to be affected by compromised lubrication. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events, in which the device overheated. Six events had no patient involvement; no patient impact.